Event description:
Spontaneous call, pt stated that her pump broke during infusion. Rph was able to help pt manually infuse. No adverse effects noted. No add'l info or pump serial number was provided. Reported to cvs/caremark by pt/caregiver.